Event description:
It was reported that the implantable pulse generator (ipg) migrated which was confirmed with imaging. The patient underwent ipg replacement procedure. The patient had great coverage postoperatively. Nothing will be returned due to facility policy.